Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose, with blood glucose of 56 to 50 mg/dl at the time of the incident. The customer was at 208 mg/dl before double bolusing and going to bed, and 172 mg/dl at the time of the call. The customer used glucose tablets and was given juice to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer will monitor the pump. The customer also reported a low incident the previous week where they were hospitalized with a 50 mg/dl low. The insulin pump will not be returned for analysis.